Event description:
Attorney report: on (B) (6) 2007 - patient underwent repair surgery. Patient's hernia was repaired with a bard mesh, lot# hurg088 and (B) (4). On (B) (6) 2008 - patient presented with a serious infection of the mesh. On (B) (6) 2008 - patient underwent incision and drainage of the wound and removal of the infected mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.